Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ventral hernia repair procedure, the device¿s suture malfunctioned when the doctor tried to use it, several instances of the needle not passing between the tines of the instrument and one time getting embedded in the tissue and we had to spend time finding it. One side would let go but the other side would not grab the needle. Tried a second instrument passer to see if it was the instrument as well. No patient harm reported.